Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.

Event description:
A home patient contacted baxter's technical service center for assistance regarding a check supply line alarm received during the prime cycle of the home patient automated peritoneal dialysis therapy. Per initial report, the home pt's transfer set was conneced to the pt line of the homechoice set during prime. No patient injury or medical intervention was indicated at the time of the initial report.